Manufacturer narrative:
E.1. Customer email: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had some rickety issues. A field service engineer swapped the working drawer from another facility by swapping the electronic controller board to a new drawer, followed by reinstallation and testing. Pharmacy user transferred the medications and confirmed proper functionality. The old drawer was reassembled with the controller board and moved to another facility. The drawer exchange was successful, and the system is fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hy-5psy matrix drawer 4 frequently failed and required recovery. The rails had been replaced previously for the same issue, as the drawer was misaligned. The drawer was sometimes difficult to recover, and the nursing staff were unable to perform the recovery, requiring the pharmacy team to intervene. However, there were no delays, adverse events or injuries reported based on this event.